Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.5-p001 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's spouse that the patient was hospitalised for a stroke. During the hospitalisation, it was reported that there were pods that were removed early, due to leakage or adhesive issues. It was reported that there were approximately 7 pods failures. It is currently unknown if the reported pod problems had any impact on the patient. Contact attempts to gather additional information were completed on (B)(6) 2026 but were unsuccessful. The impact of the reported malfunction on the patient, the hospital name, and treatment required are not known. The pods have been discarded and no further information is available.